Manufacturer narrative:
Device evaluated by MFR.: there was no visual damage noted on the device. The tamper proof seal was present but broken. The device passed power-on self-test and all performance criteria of the final test procedure. Device interactions may have been related to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient suffered burn injury in the right lower torso and was treated with silver sulfadiazine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a burn injury occurred. A maestro 3000 cardiac ablation system connected to a polyhesive patient return electrode and a 7-110-2.5-8-10 k2 blazer prime xp ablation catheter were used for treatment. During procedure, the physician was unable to achieve a bi-directional block thus the ablation catheter was replaced with a non bsc ablation catheter and completed the procedure. An hour after the procedure, the physician observed a 11cm x 3cm blister around one of the ablation electrode patch at the back side of the patient. There were no further patient complications reported.